Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a native annulus, the valve was 80% deployed and the patient became unstable with ventricular fibrillation. The valve was recaptured and removed from the patient. The valve and dcs were not used. The patient was placed on cardio pulmonary bypass. A new valve was loaded onto a new dcs and was successfully deployed. No adverse patient effects were reported.